Manufacturer narrative:
The clinical article reported that all duodenoscopes underwent full factory refurbishments within 18 months of study completion and no mechanical defects in the channel or elevator were noted; however, since no serial numbers were provided, olympus was unable to perform a device history search and provide details of the evaluation. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facilities reprocessing practice and to provide a reprocessing training if necessary. To date, the ess visit has not been finalized. Olympus will continue to investigate this report with the user facility and if additional information becomes available at a later time these reports will be updated.

Event description:
Olympus received a clinical article on (B)(6) 2017 titled, ¿duodenoscope reprocessing: atp & cultures.¿ this duodenoscope reprocessing study was conducted in the endoscopy and reprocesssing unit at mayo clinic (rochester, mn) where approximately 40 endoscopic procedures (ercp) are performed daily. The study involved a total of 20 duodenoscopes of which 18 underwent a second reprocessing cycle, and 6 underwent a third reprocessing cycle due to detection of high adenosine triphosphate (atp). After the initial reprocessing cycle, 12 of 20 scopes had positive cultures, most commonly gram-negative bacilli (gnb from 9 duodenoscopes) and catalase-(B)(6) gram-(B)(6) cocci (cp-gpc from 7 duodenoscopes), suggesting staphylococcal organisms. In addition, ambient environmental controls showed gnb and gp-gpc growth as well. The article reports that ercp¿s were performed using olympus tjf-q180v duodenoscopes. After the procedure, duodenoscopes underwent immediate bedside pre-cleaning, including flushing of the biopsy channel with an enzymatic cleaner and wiping the exterior endoscope to remove debris. The scopes were also manually cleaned, which consisted of leak testing, brushing internal channels and components, and use of an irrigation system to flush detergent and water through channels. This was followed by high level disinfection (hld) using a non-olympus medivators automated endoscope reprocessor (aer) machine. The scopes were dried by forced air and hung vertically in storage cabinet. The article also reports that sampling for aerobic bacterial cultures occurred after hld as outlined by the cdc protocol. No serial number was provided for the reported duodenoscopes. No patient infections were reported. Based on the information from the article, olympus is submitting 12 initial mdrs to account for the twelve endoscopes that tested positive for culture. This is report 4 of 12.